Event description:
A nurse reported a pt's retina was injured when the cannula detached from the syringe, during use while the luer lock adaptor remained attached to the syringe. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. Additional info was requested on 07/03/2008 by phone, fax and mail and on 07/09/2008 by phone. A completed questionnaire has not been received.